Event description:
Reporter states customer reported blood glucose result of hi taken on the advantage system with low blood glucose symptoms; he re-tested on his aunt's meter with result of 45 mg/dl and self treated with pineapple. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.